Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 3.4mmol/l time of the incident. Troubleshooting was performed and display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.